Event description:
It was reported that after a da vinci-assisted surgical procedure that the pitch axis of universal surgical manipulator (usm1) moved backwards when the instrument clutch was pressed. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) to resolve the arm clutch issue. The system passed all required tests. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information: the universal surgical manipulator 1 was not inside of the patient when the non-intuitive motion occurred. The issue occurred after the procedure had been completed. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight printed circuit assembly was further inspected, and no faults could be identified. As a result of these findings, fa concluded that the yaw searchlight sensor assembly are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.